Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. See attached pictures for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the blood glucose was low. The customer¿s wife reported that he was supposed to get a cochlear implant but instead ended up in intensive care unit. Customer was in intensive care unit for diabetes, pneumonia and customer also fell. Customer¿s blood glucose at that time was 39mg/dl. The customer¿s wife stated that this occurred around (B)(6) 2018 and she does not know what his blood glucose was. Customer also had another sensor that would not connect, customer¿s blood glucose at the time was 179mg/dl and issue occurred yesterday (B)(6) 2018. The customer was wearing the pump at time of hospitalization. The customer¿s wife declined lo w blood glucose troubleshooting. Customer was unconscious and was taken to hospital by emergency medical services and so not sure how he was treated. The insulin pump will not be returned for analysis.